Manufacturer narrative:
Trackiwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed that the c-ring on the device broke. It had separated in half but no pieces of the device fell off. The defective hemopro 2 was immediately removed from the surgical field and a new kit was opened. The remainder of the case was finished with no further issues and no injuries occurred due to the defect.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6 h10 the device was returned to the factory for evaluation on 01/31/2022. An investigation was initiated on 08/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The lot # 25161347 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.